Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous distal left circumflex (lcx). A 2.50x38mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. However, it was noticed that the stent strut got deformed upon passing the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual examination identified stent damage. Stent struts from the middle to distal sections of the stent were stretched distally. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in a severely calcified and severely tortuous distal left circumflex (lcx). A 2.50x38mm promus element (tm) plus drug-eluting stent was selected and advanced to treat the target lesion. However, it was noticed that the stent strut got deformed upon passing the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.